Event description:
The stent strut of the palmaz genesis was protruding upon removal from package. A second stent was used no issues. The account reports no difficulty removing the device from the package and no excessive force was used.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The stent strut of the palmaz genesis was protruding upon removal from package. The account reports no difficulty removing the device from the package and no excessive force was used. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15207561 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15207561. Sds-assy subassembly lot 15206966 was reviewed and no units were rejected during the assembly of this lot. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. The stent crimped process was reviewed and the stent crossing profile and stent retention tests were accepted according to specification. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, this might have been caused during packaging, shipping, storage, or handling of the unit.